Event description:
Device was received for repair with inner tip broken free and missing. Contact with hospital revealed device broke while in use in a pt. Piece was retrieved with no impact to pt. Half hour delay occurred as someone drove to another hospital to borrow a back-up instrument.